Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device and suture trimmer attempted arteriotomy closure of a heavily tortuous and mildly calcified femoral artery after an unspecified procedure. Reportedly, when the suture trimmer was advanced onto the suture to the arteriotomy, the suture broke due to too much tension being applied. The suture was removed and manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.